Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist systems (lvas) and the reported patient outcomes could not be determined through this evaluation. The research abstract titled ¿first long-term 5-years experience with the heartmate 3 lvas in multicentric clinical trial¿ evaluated the long-term performance in 50 enrolled patients who continue to be implanted with the heartmate 3 left ventricular assist system (lvas) at the 2- and 5-years follow-up study. This complaint addresses the deaths referenced in the study. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available and were not requested. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Date of event has been entered as the same as published date (april 2020) since date of data collection was not provided. Summary of events of serious injuries are captured under MFR #: 2916596-2020-04666. Author: I. Netuka, et al. Journal of heart and lung transplantation, volume: 39, issue: 4, pages: s184. Doi: 10.1016/j.healun.2020.01.768. Institute for clinical and experimental medicine, prague, czech republic. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the research abstract ¿first long-term 5-years experience with the heartmate 3 lvas in multicentric clinical trial¿ that the heartmate 3 may be related with major bleeding, major infection, ischemic stroke, hemorrhagic stroke, right heart failure and death. Of the 50 patients enrolled in the (B)(6) study, 5 (10%) patients were transplanted, 1 (2%) was explanted, 3 (6%) denied their participation to the study extension while 25 (50%) consented for the extended follow-up. A total of 12 patients (24%) expired prior to 24 months, 4 (8%) expired after 24 months but prior to reconsent for the additional follow-ups, and of the 25 reconsented patients 2 expired (8%).